Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to dissection of the aortic vessel and surrounding vasculature.

Event description:
On (B)(6) 2018, this patient underwent emergency endovascular treatment using gore® tag® conformable thoracic endoprosthesis for a descending aortic aneurysm rupture. In mid (B)(6) 2020, the follow-up examination revealed an aortic dissection (d-sine) at the distal part of ctag. On (B)(6) 2020, the patient underwent re-intervention using three aortic extender endoprostheses for d-sine. The physician believed that pla320400 / 21702389 would move to proximal direction during deployment. Therefore, he deployed the device at the superior mesenteric artery. However, the device did not move as he believed. It resulted in unintentional coverage of the superior mesenteric artery (approx. 50% covered). A bare stent was deployed in the superior mesenteric artery to ensure blood flow. A small amount of type iii endoleak from the junction (between pla360400j/21626970 and pla360400j/21626976) was observed. Although a touch-up ballooning was performed, a slight endoleak still remained. The physician chose to monitor the endoleak. The patient tolerated the procedure.